Event description:
An access 2 instrument was generating discordant accu tni result. In 2003, a plasma sample was tested for accu tni and the result was 0.10 ng/ml. The customer indicated that due to the ongoing problems they have been experiencing with the assay, the plasma sample was retested. The accu tni result was 0.56 ng/ml. After obtaining the discrepant results, the customer reran the plasma sample five consecutive times for accu tni and the results were 0.05 ng/ml, 0.04 ng/ml, 0.03 ng/ml, and 0.04 ng/ml respectively. The customer repeated the accu tni testing based on the inconsistency of the results with the plasma sample. The customer used a serum sample from blood bank that was collected at the same time as the plasma sample. The customer tested the serum sample five consecutive times for accu tni and the results were 0.06 ng/ml, 0.05 ng/ml, 0.06 ng/ml, 0.05 ng/ml, and 0.05 ng/ml. Based on the serum accu tni results, the customer reported a 0.05 ng/ml test result. No discordant results were reported out of the lab. There was no change to the pt treatment that can be attributed to this event.